Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. The intraocular lens (iol) product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Four photos were provided and reviewed by a company physician. Three of ocular fundus and one of a dilated pupil with an implanted iol. A white opacity is observed inferiorly with a well defined uniform edge. Neither the origin nor the exact location of the opacity can be determined. (B)(4).

Event description:
An ophthalmologist reported sub surface nano-glistenings (ssng) of a lens following an intraocular lens (iol) implant procedure. Additional information was provided that the patient has been complaining of a difficulty in seeing. Product sample is not available for return as it remains implanted.

Manufacturer narrative:
Evaluation summary: additional information was provided, which indicated a qualified cartridge with a qualified injector; however, with an unqualified viscoelastic. This lens/cartridge/injector combination is only qualified for use with specific viscoelastics. Medical review of the 4 photos were provided, 3 of ocular fundus and one of a dilated pupil with an implanted iol. A white opacity is observed inferiorly with a well defined uniform edge. Neither the origin nor the exact location of the opacity can be determined. The product investigation could not identify a root cause. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that approximately seven years following the intraocular lens (iol) implantation procedure, there was fundus cloudiness confirmed compared to an funduscopy examination results from two weeks prior. There was iol cloudiness confirmed under mydriasis. The fundus image appeared fuzzier and it was determined that this was caused by a rapid clouding of the iol resulting in visual impairment. The patient was also diagnosed with an "after cataract."